Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to stable angina. The 75% stenosed 10mm long target lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x12mm taxus liberte stent, with 9% residual stenosis. An 70% stenosed, de novo and 36mm target lesion located in the proximal rca was treated with direct stent placement using a 4.0x38mm taxus liberte stent with 9% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. At the time of this event the patient was taking aspirin only.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).